Event description:
It was reported that the patient presented to the emergency room two days after implant for chest pain and diaphragmatic stimulation. It was noted in the xray that the right ventricular (rv) lead had perforated. A revision was performed, the lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).